Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer was treated with manual injection. The insulin pump had insulin flow block and a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Metal piece on the battery cap of insulin pump was missing causing blood glucose to rise. The device will not be returned for analysis.